Manufacturer narrative:
Device is not being returned for evaluation it was discarded by the health care professional. A review of the device history record was performed which confirmed no inconsistencies. Further investigation is not warranted at this time. The investigation could not draw any conclusions about the reported event without the return of the device.

Event description:
It was reported that the second anchor, t2, did not deploy correctly. T1 remains in the patient. The procedure was successfully completed with a backup device. No patient injury reported.